Event description:
An article reported that all authors have encountered patients with serious adverse events, including implant infection and respiratory complication, that required implant removal or device deactivation; however, a complete list of serious adverse events was not included. This report houses the infection events. Good faith attempts for additional, relevant information have been unsuccessful to date. The respiratory complication event(s) are captured in mfg report #: 1644487-2015-04716. The other unspecified adverse events are captured in mfg report #: 1644487-2015-04715.